Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after an infusion set change, disconnected the pump for multiple hours, and required assistance to complete a site change and later a cartridge change, after which insulin delivery was resumed and glucose trended down; the highest reported glucose was 260 mg/dl, the user wears a dexcom g7, and no ketone testing or medical intervention occurred. Symptoms included headache associated with hyperglycemia. Outcomes included temporary interruption of therapy with subsequent normalization trend after troubleshooting and education. Investigation included agent-led troubleshooting of infusion site and cartridge replacement, verification of alerts, and confirmation of resumed insulin delivery. Investigation of this case revealed that hyperglycemia was consistent with infusion site or set performance issues and possible insulin delivery interruption due to pump disconnection, with no device alarms beyond a brief sensor issue, and resolution followed proper site and cartridge replacement. It was concluded, based on previously established findings for similar reports, that user technique and infusion site issues were the most likely causes.